Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported blood glucose of 432 mg/dl. Customer was advised there can be many reasons for a high blood glucose. Trouble shooting with customer and no findings on the insulin pump. Customer stated that she would change the infusion set and insulin on the pump to treat for high blood glucose. Followed up with customer and customer stated that her blood glucose was going down and reading at time of call was 300 mg/dl. No further information was provided.